Event description:
Customer reported erroneous access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous test results were reported out of the lab. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were below the normal reference range and correlated with the pt's presentation. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
System check was performed on (B)(4) 2008 and was within specifications. Quality control was within specifications. The sample was tested by beckman coulter inc reference lab. The test results obtained with two reagent lots confirmed the low tsh level. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.